Event description:
Procedure type: lap nephro-ureterectomy. According to the reporter: the balloons burst. No pt injury. Pt status fine. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4). The original complaint (B) (4) was for 2 balloons, however, during the investigation, we found two different failures for each instrument. Therefore, the instruments were separated into two different ftr's. The original MDR (2647580-2009-00507) was sent on 09/29/2009. An MDR for this ftr will be sent on 10/08/2009 which will include the device eval.